Manufacturer narrative:
H4: device manufactured between february 27, 2020 to february 28, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: two (2) devices were received for evaluation. Unaided eye visual inspection and magnification was performed which observed a tear/hole at the lower right edge of sample 1 and an upper right edge tear/hole of sample 2. A functional testing was performed which reveled a leak at the lower right side edge of sample 1 and upper right side edge of sample 2. The reported condition was verified. The cause of the tear/hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address, phone: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from an unspecified location. The leaks were identified before treatment. There was no patient involvement. No additional information is available.